Event description:
Event description guidant received information that this right ventricular lead dislodged within three months after the implant procedure. Loss of capture was noted, however no adverse patient effects were reported.